Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 579 mg/dl at the time of the incident and was treated with insulin through bolus wizard. The customer reported that they do not feel okay for troubleshooting. The customer was not using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they changed the infusion sets and the insulin came out. The customer ate a little bit and did rewind and changed the set. It was reported that after they change the set it worked and was able to deliver insulin. The insulin pump will not be returned for analysis.